Event description:
Based on cine review, after the 2.5 x 38 mm xience prime stent was implanted, a waist was visible in the mid portion, at the area of heavy calcification. Additional balloon inflations were performed and it was noted that there was a translucency (likely thrombus) in the lesion area. The 3.0 x 28 mm xience prime stent was then implanted; however, the images showed the balloon partially deflated, with contrast still visible in the balloon.

Event description:
It was reported this was an acute myocardial infarction patient. The procedure was to treat a 99% stenosed lesion in the proximal to mid left anterior descending artery with heavy calcification. Pre-dilatation was performed with a 1.2 x 6 mm balloon. Ablation was then performed and the lesion was further dilated with a 2.0 x 15 mm balloon. A 2.5 x 38 mm xience prime stent was implanted in the distal area of the lesion, and the 3.0 x 28 mm xience prime stent was implanted at 8-10 atmospheres (atm), proximally. The balloon was confirmed to be fully deflated; however, it was noted that the middle area of the stent was not fully apposed to the vessel wall. During removal of the stent delivery system (sds), resistance was met with the stent, and the sds could not be removed from the anatomy. Force was used, and the middle area of the sds shaft separated. The distal portion remained in the patient anatomy. The blood flow occluded and the patient experienced cardiopulmonary arrest. Percutaneous cardio pulmonary support (pcps) was inserted and the patient was sent to surgery for removal of the implanted stent and the separated sds shaft. The patient remains in the hospital with the pcps still inserted. No additional information was provided. Additional information received on (B)(4) 2012, reported that the patient died on (B)(6) 2012.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Difficult/partial deployment and difficulty/resistance removing the device post-deployment could not be replicated in a testing environment as they were based on operational circumstances. Shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the instructions for use (IFU) states should any resistance be felt at any time during coronary stent system withdrawal, the stent delivery system and guiding catheter should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. The shaft likely became separated with the distal portion remaining in the patient anatomy as a result of mishandling as force was applied to the device when resistance was met. Additionally, occlusion, respiratory distress, cardiac arrest, and death are listed in the IFU (adverse events section) as known adverse events of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The 2.5 x 38 mm xience prime stent mentioned was filed under MFR # 2024168-2012-05482.

Manufacturer narrative:
(B)(4). On (B)(6) 2012, a cine review revealed images that suggest the device was partially deflated (contrast was still visible in the balloon with a waist in the mid-section) post-deployment. Partial deflation could not be tested as the device had been discarded. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Returned device analysis reported that an additional stent was returned. Follow up confirmed that the additional stent returned was the 2.5 x 38 mm xience prime stent that was implanted distally and was explanted during surgery. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion, guide cath: launcher, stent: xience prime 2.5x38 mm. (B)(4): excessive force. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.